Event description:
Case description: investigational results name of the suspect product: novopen 4 batch number of the suspect product:jvgs348 visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. However, the pen operates in jerks. Foreign matter on pen parts (internal or external) was causing high dose force or blocking of the function of the pen when attempting to set or inject a dose. The fault was caused by accidental damage to the device during use. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. All mechanical functions were to be normal. The dose accuracy was measured by weighing using a random cartridge and the force required to depress the push-button was measured. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected since last submission case has been updated with following information malfunction updated as yes, device available for evaluation changed to yes in device tab further investigation updated, current location of device populated in EU/ca tab investigation results updated b,c and d (imdrf) codes updated in device addendum tab narrative updated accordingly.. Final manufacturer comment: 21-jan-2026: the suspected novopen 4 device was returned to novo nordisk for assessment. Initial inspection revealed the presence of dirt on pen parts and pen was functioning in jerks. The device's mechanical functionality was tested and found to be within specification, with no anomalies observed. The product was therefore deemed compliant with all relevant standards. The dust and foreign matter identified were attributed to accidental damage incurred during use, and do not affect the device's mechanical operation. However, should the accumulation of dust increase, there is a risk that the piston rod could become obstructed, potentially causing the pen to malfunction. In such cases, it is recommended to use a spare pen; if a spare is unavailable, the patient may be at risk of hyperglycaemia. Based on the information available, the root cause of the reported hyperglycaemia is incorrect handling of the device. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard penfill. H3 continued: evaluation summary name of the suspect product: novopen 4 batch number of the suspect product:jvgs348 visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. However, the pen operates in jerks. Foreign matter on pen parts (internal or external) was causing high dose force or blocking of the function of the pen when attempting to set or inject a dose. The fault was caused by accidental damage to the device during use. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. All mechanical functions were to be normal. The dose accuracy was measured by weighing using a random cartridge and the force required to depress the push-button was measured. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Case description: on (B)(6) 2026, an amendment was performed. Since last submission, the following information will be submitted as amended: - final manufacturer comment was updated by amending cause investigation and conclusion to hypoglycemic coma which was incorrectly captured as hyperglycaemia. Since last submission case has been updated with following information: final manufacturer comment updated. Narrative updated with comment for amendment. Final manufacturer comment: 13-feb-2026: the suspected novopen 4 device was returned to novo nordisk for assessment. Initial inspection revealed the presence of dirt on pen parts and pen was functioning in jerks. The device's mechanical functionality was tested and found to be within specification, with no anomalies observed. The product was therefore deemed compliant with all relevant standards. The dust and foreign matter identified were attributed to accidental damage incurred during use, and do not affect the device's mechanical operation. However, should the accumulation of dust increase, there is a risk that the piston rod could become obstructed, potentially causing the pen to malfunction. Hypoglycaemic coma could be attributed to extra dose administered. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard penfill.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) suffered from hypoglycemia lead to coma because of issue at novopen 4 , [hypoglycaemic coma] dose counter did not return to zero after setting it to her prescribed dose (20 u), dose button is stiff [device mechanical issue] she believed the dose had not been administered [device failure] so, patient had to take dose at the pharmacy (20 u) and took her dose twice [extra dose administered]. Case description: study ID: (B)(4) study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's weight: 100 kg. Patient height was reported as 164-165 cm patient body mass index was not reported this serious solicited report from egypt was reported by a consumer as "suffered from hypoglycemia lead to coma because of issue at novopen 4 ,(hypoglycemic coma)" with an unspecified onset date , "dose counter did not return to zero after setting it to her prescribed dose (20 u), dose button is stiff(device mechanical jam)" with an unspecified onset date , "she believed the dose had not been administered(device failure)" with an unspecified onset date , "so patient had to take dose at the pharmacy (20 u) and took her dose twice(extra dose administered)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , mixtard penfill (insulin human, insulin isophane) (20 iu, qd (before lunch ),) from unknown start date and ongoing for "drug use for unknown indication", current condition: diabetes mellitus (for 20 years, type not specified), hypertension (from about 10 years ago), gallstone (from about 10 years ago,mentioned that it was stable), allergic bronchitis (started when patient was child and using inhalers as a treatment (not specified)), colon dis-turbance historical drug: mixtard vial patient using mixtard for 15 years (ongoing),at first 2 years , patient used syringe with mixtard vials, then started using novopen 4 with mixtard penfill for about 13 years. On an unknown date, the patient suffered from hypoglycemia lead to coma because she believed the dose had not been administered because the dose counter did not return to zero after setting it to her prescribed dose (20 u), so patient had to take dose at the pharmacy (20 u) and took her dose twice. Patient suffered from general weakness, dizziness, and severe sweating lasts for 4 to 5 hours (lasts longer than usual). The nn patient educator reported that will replace np4 because of dose button is stiff. Batch numbers: novopen 4: jvgs348 mixtard penfill: requested action taken to mixtard penfill was not reported. The outcome for the event "suffered from hypoglycemia lead to coma because of issue at novopen 4 ,(hypoglycemic coma)" was recovered. The outcome for the event "dose counter did not return to zero after setting it to her prescribed dose (20 u), dose button is stiff(device mechanical jam)" was not reported. The outcome for the event "she believed the dose had not been administered(device failure)" was not reported. The outcome for the event "so patient had to take dose at the pharmacy (20 u) and took her dose twice(extra dose administered)" was not reported. Reporter's causality (novopen 4) - suffered from hypoglycemia lead to coma because of issue at novopen 4 ,(hypoglycemic coma) : probable dose counter did not return to zero after setting it to her prescribed dose (20 u), dose button is stiff(device mechanical jam) : unknown she believed the dose had not been administered(device failure) : unknown so patient had to take dose at the pharmacy (20 u) and took her dose twice(extra dose administered) : unknown company's causality (novopen 4) - suffered from hypoglycemia lead to coma because of issue at novopen 4 ,(hypoglycemic coma) : possible dose counter did not return to zero after setting it to her prescribed dose (20 u), dose button is stiff(device mechanical jam) : possible she believed the dose had not been administered(device failure) : possible so patient had to take dose at the pharmacy (20 u) and took her dose twice(extra dose administered) : possible reporter's causality (mixtard penfill) - suffered from hypoglycemia lead to coma because of issue at novopen 4 ,(hypoglycemic coma) : unknown dose counter did not return to zero after setting it to her prescribed dose (20 u), dose button is stiff(device mechanical jam) : unknown she believed the dose had not been administered(device failure) : unknown so patient had to take dose at the pharmacy (20 u) and took her dose twice(extra dose administered) : unknown company's causality (mixtard penfill) - suffered from hypoglycemia lead to coma because of issue at novopen 4 ,(hypoglycemic coma) : possible dose counter did not return to zero after setting it to her prescribed dose (20 u), dose button is stiff(device mechanical jam) : possible she believed the dose had not been administered(device failure) : possible so patient had to take dose at the pharmacy (20 u) and took her dose twice(extra dose administered) : possible the event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer comment: (B)(6) 2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached. References included: reference type: e2b company number reference ID#: (B)(4). Reference notes: reference type: e2b linked report reference ID#: (B)(4). Reference notes: linked case.

Event description:
Case description: investigational results. Name of the suspect product: novopen 4. Batch number of the suspect product: jvgs348. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination name of the suspect product: mixtard penfill. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information investigational results added is nonreportable field updated as no malfunction field updated as no final report check box was ticked expected date of follow up report was deleted imdrf codes b,c,d,g were added narrative updated accordingly. Final manufacturer comment: 06-nov-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. With the available limited information, hypoglycaemia and its complications could be related extra dose administered. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard penfill. H3 continued: evaluation summary name of the suspect product: novopen 4 batch number of the suspect product: jvgs348 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination.